Event description:
The customer reported having low blood glucose of 64 mg/dl which was treated with food. The customer has been having low blood glucose for the past three months. Customer was calling regarding an alarm on the insulin pump. While troubleshooting, the customer reported that the drive support cap was flush. The customer was advised to discontinue the use of the pump. Offered to troubleshoot, but the customer declined. The customer also mentioned that they had an incident of a leaking infusion set. Customer declined troubleshooting stating that the leak might have been caused by a loosened infusion set because they bumped the site. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.